Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose (bg) level was "high". Customer administered a manual injection to address their bg level. During troubleshooting with technical support, the pump was reset, and the customer continued to use the pump for insulin therapy.